Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. The type 1a endoleak was found during the 6 month follow up cta. An endurant ii aortic extension was implanted to treat the type ia endoleak. It was reported that during the procedure, the deployment of the aortic extension was successful. After deployment, during removal of the delivery system, the graft was pulled down into the existing grafts main body/ ipsilateral gate and the device became misshapen. It was also noted that the aortic neck was short. The patient remained stable, and the physician decided to end the surgery. Per physician, the cause of the graft being pulled down was due to user error. The cause of the endoleak is unknown. No additional clinical sequalae were reported and the patient will be monitored. The patient has refused further intervention at this time. The patient will receive a follow up cta in the future.